Event description:
During lumbar disc surgery, a microdisc pituitary rongeur came apart. The doctor found a small piece of metal in the operative site. The piece was removed by the doctor without difficulty. An x-ray was taken to confirm that there were no other foreign objects in the wound. The x-ray showed no foreign objects.